Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the suturing device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. One of the blades on the tips of the jaw was noted to be bent inward. The device could not be loaded for functionality testing due to the condition of the bent blades. The IFU states that the toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Replication of the bent blade may be due to excessive manipulation of the device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Reference manufacturer report # (B)(4) for a second device used in the same case. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy (tlh) procedure. The needle is dropping from the device.